Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/10/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Two open samples with eight and three undispensed strands each that pertain to product code vcpb725d were received for analysis. The product code is control release and requires eight strands per packet. The complaint sample was not received for evaluation. In order to evaluate the condition of the returned sample, the sutures were dispensed without problems and examined along the strand no anomalies or breakage suture was observed during the evaluation. The product code vcpb725d contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined and the functional test could be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. It was noticed when using the product that the suture was broken more easily than usual. Other packages could be used without problem. It was a control release needle. There were no adverse consequences to the patient. No further information was provided.